Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, they could not get the two green button down enough. The ear or shackle was still up for 1mm, the one that close the needle and hold it in place. This means that the needle was not closed and they dropped the needle in the abdominal cavity. They saw when they dropped it so it was no danger for the patient. They took a new instrument and it worked well. There was no patient injury.